Event description:
It was reported that during a procedure, the unit was being used for long period of time. It appeared that the handpiece was heating up, however, this was not noticeable to the physician. It appeared that the unit's eject button was lying on the pt resulting in a burn just inside the incision.

Manufacturer narrative:
Add'l info will be provided once the investigation has been completed.